Event description:
This reseller cannot provide proper sized ear tips and as a result the hearing aid went too far into the canal of the ear and had to be removed with instruments. Upc: 850064546224 (four am media oricle hearing aids standard 2.0 jh-a490). Hecc: 2687. Dpc: 1631, 3023, 3026, 1212. Reference report: mw5190637, mw5190639, mw5190640.